Event description:
Reportedly, the programmer user interface froze during a real time f/u test. An explanation is requested.

Manufacturer narrative:
On (B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.